Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial and talar components due to aseptic loosening.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿assessment is based on one plane view. There is a talocalcaneal fusion visible- the bone substance in the talus is poor. There are large cavities and cysts adjacent to the talar component. Some radiolucency is visible. There seems to be a loosening of the talar component. The pe cannot be assessed with the CT scan only. There is no indirect sign of loosening or migration. The assessment of the tibia is reduced due to only one available plane. There is no obvious sign of loosening or migration. There is infinity implanted tibial and talar, no sign or information regarding infection.¿ based on investigation, the root cause was attributed to a patient related issue. Poor bone substance in talus and large cysts around the talar component contributed to implant failure. Poor bone stock and cysts alter the stability and physiology which results in implant loosening if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial and talar components due to aseptic loosening.